Manufacturer narrative:
(B)(4). User facility medwatch form: (B)(4). (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the needle tips found? In what structure? If they were found, were they retrieved during the same surgical procedure? What was done to locate the needle tips?, are there any future interventions; including x-ray planned to locate the broken needle tips and remove them? Was there any additional tissue damage as a result of searching for the needle tips? Was additional dissection required in other organs/tissues other than the target tissue? Are the broken needles available for analysis? Any photos available for visual analysis? How was the procedure completed? What is the most current patient health status and condition? Please provide lot numbers. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ug/m. Events reported via: 2210968-2021-09207.

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2021 and suture was used. During the procedure, after patient transferred to pacu, it was discovered two needle tips were missing. Surgeon was informed and ordered CT. It is unknown if device is available for return. There were no patient consequences reported. Additional information was requested.